Event description:
Information received by medtronic stated that the customer alleged pump was under delivering because blood glucose kept on rising after giving food and bolus. They were experiencing high blood glucose. The customer's blood glucose was 245 mg/dl. The symptoms for high blood glucose were none. The customer was treated with manual injection and insulin pump. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. The customer was not using auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.